Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that while doing the daily shift (routine) check they found that the device display appeared dirty, could not be cleaned, and was difficult to read. There was no patient involvement.